Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new fixture/abutment on (B)(6) 2013. (B)(4).